Manufacturer narrative:
Analysis summary: analysis could not confirm the customers comment that the device would not turn on as the device passed incoming tests performed on automated test systems. However, it was noted that both connectors were broken. The lower case was broken and the hanger was broken off the housing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on. The current status of the epg is unknown. There was no patient involvement. It was further reported that the epg was returned for service and subsequently tested out of specification during manufacturer's analysis.